Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during the load process. Customer's blood glucose level was 500 mg/dl which was addressed by administering a manual injection. Reportedly, the customer successfully loaded a cartridge and resumed insulin delivery.